Event description:
The customer reported water damage and a bolus stopped alarm after she jumped into the pool with the insulin pump on. The customer stated that the buttons are not responding, and she's unable to clear the alarm. The customer removed the battery for a few days, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly. Unable to test for the keypad anomaly or bolus. Stopped alarm due to the blank display.